Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that a balloon leak occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 5.0 x 150mm, 150cm ranger? Drug-coated balloon was selected for use in an endovascular therapy procedure. During the first inflation at 4 atmospheres, the balloon did not inflate. The device was removed without issue, and the procedure was completed with another of the same device. An attempt was made to inflate the device outside the body and a sound like air escaping from the balloon was heard, but it was not visually apparent. Upon inspection, there appeared to be a fissure near the proximal part the balloon. It is possible that the balloon was damaged at some point. There was no patient injury as a result of this event.